Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use - coronary device used in periphery; inflated above rated burst pressure (rbp). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, non-calcified renal artery, the 5.0 x 12 mm nc trek balloon dilatation catheter (bdc) was used for two successful inflation/deflation attempts at 24 atmosphere (atm) without issue and was removed from the vessel without resistance. After removal, the balloon was noted to be detached and only the bdc shaft was removed. The balloon was located within the guide catheter and was removed with the guide catheter. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation and folded (bunched) balloon were confirmed; however, the difficulty removing the device from the stent could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The nc trek coronary dilatation catheters (cdc) instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp) of 18 atmospheres. Additionally, the IFU states the device is indicated for balloon dilatation of a coronary artery or bypass graft stenosis. It is unknown if the reported IFU violations caused or contributed to the reported event. The investigation determined the reported event appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the balloon became crimped after dilatation and was difficult to remove from the stent. During removal, the shaft detached. All components were removed within the guide catheter.